Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips were delivered but they did not close in the patient. The surgeon does not know if the clip remains in the patient ( no more details). There was no patient consequence.

Manufacturer narrative:
Visual inspections & results: articulation; yes. Cartridge batch number; ckw0415. Precock functional; yes. Rotation; yes. Staple count; 15. Swivel; yes. Functional tests & results: cycled the instrument; yes. Test cartridge batch number; na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 15 staples without incident. No conclusion could be reached as to why the reported instrument's "clips were delivered but they did not close in the patient" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or reflect if fired into a hard object, such as bone.